Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8436500, model: sc-8436-50, serial: unknown, batch: unknown.

Event description:
It was reported that the patient underwent replacement procedure due to an unknown reason, during the procedure it was found out that contacts were missing and couldnt find the contacts even under fluoroscopy.